Manufacturer narrative:
It was reported that the patient has pain along with limited range of motion. A procedure is planned to perform exploration of the patellar tendon and possible component swapping. A review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain along with limited range of motion. A procedure is planned to perform exploration of the patellar tendon and possible component swapping.